Event description:
It was reported that patient pain level was at all-time high and only getting worse to where it shooting down to her knees, like a numbing feeling. It was indicated that the device has helped with not going to the bathroom as much, from 30+ times a day to only 15-20. It was reported that the pain was so bad that all the health care providers that she had seen, had tried different types of pain medications and they fail to help. It was indicated that patient¿s other health care provider specialist had indicated that patient had nerve damage around her bladder and pelvic floor/area and weak muscles from constant muscle spasms. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient started getting a zapping pain last night. The patient usually could barely feel stimulation and it was programmed on for 30 seconds and off for 30 seconds. After the zapping pain, the patient got a real strong pain where the device was and it went all the way down their leg. The patient¿s foot swelled up really bad, their whole foot was twitching, the toes were tingling, and like they were numb. It was a strong zapping feeling and the patient hadn¿t had any falls or trauma. The patient had started going to the gym more because their health care provider (hcp) wanted them to get more active. The patient didn¿t get hurt or anything and avoided twisting and mainly did the elliptical. The zapping started last night after the gym and the onset was sudden. The patient¿s hcp said they could see them tomorrow and advised the patient to turn stimulation off and they did. The swelling in the foot had gone down, but the patient was still in pain. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2012-09441 for the patient having the same issue with their previous device.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3889-28, lot # v885623, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va06jtn, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).